Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failed the fluid temperature delivery verification step.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device was received operational but with a cracked door cover. The device failed the homechoice rite functional test for heater bag temperature test and for unit under test (uut) clock check / timeout trying to communicate with uut but passed the rite electrical test. The pal evaluated the device. The device was power cycled several times with no problems encountered. Inspection of the power switch & entry module revealed no issues. No communication issues during device interface with personal computer tester using cycler remote toolbox and final test & calibration software. Accuracy confirmation and temperature tests were performed and passed. Backup battery voltage, and 5 voltage direct current voltage on digital board were within specification. There were no problems found during an internal inspection. The assignable cause for rite test failure - heater bag temperature test was undetermined. A service history review revealed no previous service events were related to the rite temperature test failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.